Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was hot after receiving a replace battery alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-may-2018 with the following findings: a review of the pump black box showed a sudden voltage drop at the time the overheating was reported on (B)(6) 2018. During investigation, the pump electrical current draws were found to be within specification. The battery cap was not returned. The pump was opened and no evidence of moisture was observed in the battery compartment or internally. The power flex and components were inspected with no defects found. No damage was observed to power circuit. The pump was successfully run on a 24-hour basal program with no reboots, power loss or overheating duplicated. The complaint of a temperature issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.